Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a threshold suspend go off on the insulin pump. The customer's blood glucose level was 119 mg/dl. The customer stated that she was able to basal and threshold suspend did not continue to alarm. The customer was advised to call the helpline if this occurs in order to troubleshoot. No further information was reported.